Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 410 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump gave them a maximum bolus. The customer mentioned that the cannula was tilted a little after being checked. The customer was educated on how to avoid delivering a maximum bolus from the device. The customer did not return the product back for analysis.